Event description:
As originally reported on (B)(6) 2018. The following was alleged by the patient's attorney: (B)(6)2004 : the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1) (B)(6)2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #2). The patient had subsequent surgical intervention due to the hernia mesh device(s)(device #1 and device #2). The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch(device #1 and device #2). The attorney alleges patient experienced emotional distress and the devices were defective. Addendum per medical records: (B)(6) 2000 the patient underwent a primary (no mesh) repair of a ventral hernia. (B)(6) 2003 -patient underwent repair of an incarcerated ventral hernia with implant of a non bard/davol sepramesh device. (B)(6)2004 patient underwent a laparoscopic repair of recurrent ventral hernia with a composix kugel mesh (ck#1). Operative details indicate a 7.9 x 9.7 inch piece of bard composix kugel mesh was chosen. ¿the size of the mesh was such that we did have to mobilize the falciform ligament which was done with the harmonic scalpel. This was done to allow adequate apposition of the mesh to the anterior abdominal wall.¿ the bladder was manipulated prior to placement of the mesh. (B)(6)2004 patient underwent a laparoscopic ventral hernia repair with composix kugel mesh (ck #2), recurrent type. Per operative details: ¿there was a large piece of composix mesh (ck #1) with the gore-tex side coursed against the bowel which was on the abdominal wall. There were a significant amount of adhesions which were taken down, but these were very loose in nature and were not stuck hard at all to the gore-tex so blunt dissection was able to be performed and takedown both of these.¿ the recurrence was just below the bladder flap. A ¿moderate sized composix mesh¿ (ck#2) was used. New mesh was placed, overlapping the previous (ck#1) mesh. (B)(6)2007 patient underwent a laparoscopic lysis of adhesions and laparoscopic roux-en- y gastric bypass. Operative dictation notes: " we did use #1 prolene sutures to again close the 2 10mm trocar sites which went through her ventral hernia mesh and this was done with a carter-thompson device under direct vision." (B)(6)2015 the patient underwent removal of retained mesh (ck1&2) which was complex, in the subrectus with partial intraperitoneal mesh, repair of recurrent ventral incisional hernia at 2 locations utilizing component separation technique, synthetic mesh reinforcement of hernia repair as well as bridging of the posterior rectus fascia/sheath defect, abdominal panniculectomy with resection of excess skin and subcu tissue per op dictation: ¿there were multiple adhesions around the periphery of the previously placed mesh (ck1&2) " ¿the entire area of mesh (unknown) previously placed was removed as well as anchoring staples¿ a sheet of (bio-a) gore mesh used as for bridging of the defect.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #2). An additional emdr was submitted to represent the bard/davol composix kugel(device #1). Note:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent due to additional medical records received. Based on the information provided, it was reported the patient experienced adhesions and recurrence. Adhesions and recurrence are a known inherent risks of surgery and are identified in the adverse reaction section of the IFU as known possible complications. Of note, the sepramesh device implanted in the patient was not a bard/davol sepramesh device. This file represents the composix kugel (device #2), a second emdr will be submitted to address the composix kugel (device #1). With the information provided no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields: b3, b5, d7, g1, g2, g4, g7, h2, h10 h3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004 : the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1) on (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #2). The patient had subsequent surgical intervention due to the hernia mesh device(s) (device #1 and device #2). The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1 and device #2). The attorney alleges patient experienced emotional distress and the devices were defective.